Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00002.

Event description:
It was reported that the tips of a screw inserter and dorsal height adjuster broke off while removing previously implanted screws. An alternative screw inserter was used to complete the procedure. There were no reported patient impacts reported. This is report two of two for this event.

Manufacturer narrative:
Additional information: (methods, results, and conclusions) - the returned height adjuster was examined. The tip is deformed but the device is still functional. The tip likely deformed due to the device not being fully seated when torque was applied. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tips of a screw inserter and dorsal height adjuster broke off while removing previously implanted screws. An alternative screw inserter was used to complete the procedure. There were no reported patient impacts reported. This is report two of two for this event.